Event description:
It was reported that a patient underwent implant of an amo intraocular lens (iol); however, after insertion of the lens, the patient suffered a choroidal hemorrhage. It was stated the hemorrhage was not caused by the lens. The lens was removed and the patient left the surgery center aphakic.

Manufacturer narrative:
The explanted lens was visually examined in our laboratory. The evaluation revealed the lens had one (1) broken haptic, evidence of blood, and ophthalmic viscosurgical device (ovd). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.